Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced intermittent bluetooth communication issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with signal loss on the ilet that later reappeared during the call; no alerts or alarms were observed and blood glucose levels were unaffected. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as intermittent communication failure with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent sensor-to-pump communication disruption.